Manufacturer narrative:
Device evaluation of belt sn (B)(4) has been completed. The reported problem (gel previously released / damaged cable/wires) was confirmed. As received, the belt failed incoming testing. Upon evaluation, the cable connecting the distribution node (dn) and rear therapy electrode (te) was pulled from the dn strain relief, damaging internal wires. The cause of the gel previously released flags is the damaged cable and wires. The root cause of the damaged cable and wires is excessive force placed on the cable. No adverse event resulted from the damaged cable or wires.

Event description:
A us distributor contacted zoll to report that a patient's device was showing 'gel previously released' flags without prior gel release. A zoll representative reported that the belt cable was broken with exposed wires around the vibration box.